Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked at the connection to the heater bag. This occurred during set up of peritoneal dialysis (pd) therapy. The patient further reported that "the heater bag was not connected properly and the heater bag leak all over the device". Renal therapy services (rts) assisted the patient in ending therapy and removing the supplies. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.